Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, and after resetting, the error did not reappear, allowing the customer to successfully start their sensor session.